Manufacturer narrative:
An immucor technical support specialist reviewed the result files. Initial and repeat screening results visually appeared negative in cells 1 and 3. Cell 2 visually appeared positive (1+). Controls performed as expected. The buttons for cells 2 and 3 appeared slightly fuzzy. Review of the antibody identification panel results showed fuzzy buttons and slight pin holes present with visible adherence for cells that resulted as negative. An immucor field service engineer performed the unexpected reactions checklist. No deficiencies were identified. The customer was made aware of technical communication (B)(4), which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.

Event description:
A customer reported obtaining an unexpected negative reaction on galileo echo instrument (B)(4) for a patient with a known anti-e.